Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the tcr55 staples protruded, so the surgeon would not use it in the case. Another instrument was used to complete the case. There was no consequence to the patient.